Event description:
It was reported that the multigen radiofrequency generator stopped working during a procedure, which resulted in the procedure being cancelled. There were no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the multigen radiofrequency generator stopped working during a procedure, which resulted in the procedure being cancelled. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon visual inspection, a board component was found to be broken. The device was repaired and returned to the user facility.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.